Manufacturer narrative:
Implant date was not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Follow-up report submitted for additional information. Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and section h1 for type of reportable event, h2 for follow-up type. Updated section for d6a for implant date.